Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with "screen is blank-when nurse switched machine on, there was nothing on the screen" was confirmed during evaluation. The root cause was determined to be that the contrast pot was not adjusted correctly. Once the contrast pot was adjusted the display appeared as normal. This involved an unremediated infusion pump with user interface module master software version 7.01.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative reported to baxter (B)(4) a colleague infusion pump that "screen is blank-when nurse switched machine on, there was nothing on the screen". This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.